Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's lead, exhibited high out of range right ventricular (rv) pacing impedance measurements. Additionally, rv thresholds were noted to be high and resulted in loss of capture with pacing not being delivered. An invasive procedure was performed. The rv lead was successfully explanted and replaced. This device remains in service. No additional adverse patient effects were reported.